Event description:
It was reported that the patient presented to the hospital for a pre-procedure examination for a scheduled pulse generator change procedure. Upon interrogation, noise was noted on the atrial lead causing over-sensing. The atrial lead was connected to the new pulse generator and reprogrammed to resolve the issue. The physician would continue to monitor the patient. The patient was stable in condition.